Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient was having some problems with the device on the day of the report and uncomfortable stimulation. The patient stated they were wearing tighter studded jeans the day of the call, and while driving to work, the stimulation was pulsing really heavily, and they had not felt that before. The patient was advised to decrease stimulation and it eliminated the uncomfortable stimulation. The patient stated they were feeling relief after turning stimulation down and would contact their healthcare provider if they were feeling the sensation again. No further complications were reported.